Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. Cbmg15) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swollen lymph nodes (surgery) and connective tissue disorder. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). On (B)(6) 2010, the patient experienced fatigue ("fatigue,"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and abdominal pain ("abdominal pain"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), hydroxychloroquine, melatonin and surgery (hysterectomy/ salphingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, alopecia, migraine and abdominal distension had resolved and the ovarian cyst, loss of libido, headache and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, headache, loss of libido, migraine, ovarian cyst, pelvic pain and polycystic ovaries to be related to essure. The reporter commented: each of the two fallopian tube lumens contain a coiled spring-like foreign body that extend into the fundus of the uterus. Failed endometrial ablation. Cystoscopy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2010: endouterine cavity fills unremarkably; contrast fills to right cornua, left cornua did not fill as optimally & there are persistent lenar filling defects likely from ablation. Most recent follow-up information incorporated above includes: on 4-feb-2019: new pfs + mr received- new events added: dyspareunia (painful sexual intercourse), fatigue, hair loss, migraine, pain clubbed with pelvic pain, reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome, bloating were added. Outcome of events dyspareunia, hair loss, migraines, pelvic pain, abdominal pain, bloating from unknown to recovered/resolved were updated. Lot number and new reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 25-year-old female patient who had essure (batch no. Cbmg15-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swollen lymph nodes (surgery) and connective tissue disorder. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating"), 30 days after insertion of essure. On (B)(6) 2010, the patient experienced migraine ("migraines/headaches") and headache ("headaches/migraines"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2013, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: polycystic ovarian syndrome"). On an unknown date, the patient experienced ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and abdominal pain ("abdominal pain"). The patient was treated with butalbital; caffeine; paracetamol (fioricet), hydroxychloroquine, melatonin and surgery (hysterectomy/ salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue, alopecia, migraine and abdominal distension had resolved and the ovarian cyst, loss of libido, headache and polycystic ovaries outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dyspareunia, fatigue, headache, loss of libido, migraine, ovarian cyst, pelvic pain and polycystic ovaries to be related to essure. The reporter commented: each of the two fallopian tube lumens contain a coiled spring-like foreign body that extend into the fundus of the uterus. Failed endometrial ablation. Cystoscopy done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2010: endouterine cavity fills unremarkably; contrast fills to right cornua, left cornua did not fill as optimally & there are persistent lenar filling defects likely from ablation. Lot number report cbmg15 is invalid. Most recent follow-up information incorporated above includes: on 8-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache, ovarian cyst, loss of libido and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, loss of libido, ovarian cyst and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), ovarian cyst ("ovarian cysts"), loss of libido ("loss of libido") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, headache, ovarian cyst, loss of libido and abdominal pain outcome was unknown. The reporter considered abdominal pain, headache, loss of libido, ovarian cyst and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.